Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.11. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of a wbc saturation of the lrs chamber which fell just under the detection threshold for flagging the platelet product for wbc verification. The signals in the run data file indicate that at 80 minutes into procedure 4, a 7.6e11 platelet yield collection at a concentration of 1305 x1000/l, the operator changed the procedure selection to procedure 7, a 7.0e11 platelet yield collection at a concentration of 1502 x1000/l. The signals show that there was a disruption in the steady state flow of platelets exiting the lrs chamber shortly after the operator made this change to the procedure selection. Based on the available information, it cannot be ruled out that the change in procedure selection at 80 minutes into the run may have contributed to the higher-than-expected wbc content in the platelet product. Additionally, based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (b0(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of a wbc saturation of the lrs chamber which fell just under the detection threshold for flagging the platelet product for wbc verification. The signals in the run data file indicate that at 80 minutes into procedure 4, a 7.6e11 platelet yield collection at a concentration of 1305 x1000l, the operator changed the procedure selection to procedure 7, a 7.0e11 platelet yield collection at a concentration of 1502 x1000/l. The signals show that there was a disruption in the steady state flow of platelets exiting the lrs chamber shortly after the operator made this change to the procedure selection. Based on the available information, it cannot be ruled out that the change in procedure selection at 80 minutes into the run may have contributed to the higher-than-expected wbc content in the platelet product. Additionally, based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related root cause: a root cause assessment was performed for this complaint. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of a wbc saturation of the lrs chamber which fell just under the detection threshold for flagging the platelet product for wbc verification. The signals in the run data file indicate that at 80 minutes into procedure 4, a 7.6e11 platelet yield collection at a concentration of 1305 x1000/l, the operator changed the procedure selection to procedure 7, a 7.0e11 platelet yield collection at a concentration of 1502 x1000/l. The signals show that there was a disruption in the steady state flow of platelets exiting the lrs chamber shortly after the operator made this change to the procedure selection. Based on the available information, it cannot be ruled out that the change in procedure selection at 80 minutes into the run may have contributed to the higher-than-expected wbc content in the platelet product. Additionally, based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related.